Manufacturer narrative:
Correction made to d4: lot #: s23h12010 (previously submitted as s23h2010). Correction made to d4: expiration date: 08/12/2028 (previously submitted as ni). Correction made to d4: unique identifier (UDI) #: (B)(4) (previously submitted as ni). Correction made to h4: device manufacture date: 08/13/2023 (previously submitted as ni). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional under water testing was performed and no leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: lot #: s23h2010 is not recognized by baxter. G1: the device was manufactured at one of the following facilities: baxter healthcare - singapore. 2 woodlands industrial park d. Singapore 738750. Singapore. Baxter healthcare - tunisia. Route de chebbaou. 2021oued e . Tunis. Tunisia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette leaked; further described as "the connection between blue plastic and hose was leaking." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.